Manufacturer narrative:
Product event summary: at analysis it was noted that the atrial connector was broken, the ring attachment was bent, the device was sticky, the upper case was damaged, the super capacitors needed to be replaced and the battery contacts were contaminated. The main board was calibrated, the device was repaired, the battery contacts were cleaned and it passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.